Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen, the site was red, and irritated with a rash. The patient visited the doctor's office where was prescribed a skin ointment (rosatum) to apply on the affected area and suggested other cream (bepanthen) that aid in healing the skin.